Manufacturer narrative:
All buttons functioned properly. However, the insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump passed error test. No alarms noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and severe scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error, unexpected restart alarm and external ram crc error on the insulin pump. The customer's blood glucose was 248 mg/dl. The customer stated that when he tried to clear the unexpected restart alarm, it will take him to rewind. The customer stated that the buttons are not registering consistently. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The customer stated that the alarm did not occur shortly after inserting a new battery. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.